Event description:
Customer reported an issue with the panorama central station, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Comp rep evaluated the unit. Corrections included replacement of the system's mother board and drives. Communication was reestablished.